Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the up arrow keypad button was found to be intermittently unresponsive; all other buttons were responsive. The keypad was removed and evidence of contamination was found under the up arrow and contrast key contacts. Unrelated to the complaint, the battery compartment was cracked. (B)(6).

Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the up arrow keypad button was intermittently unresponsive and found contamination under the up arrow and contrast key contacts. This report is made based on results of investigation completed on (B)(4) 2013.